Manufacturer narrative:
Concomitant medical products: 693558 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope/near syncope and the right atrial (ra) lead exhibited position check failure. The lead remains in use. No further patient complications have been reported as a result of this event.